Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, breaking of the branches¿ articulation was noted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no missing fragments, or any detached or broken portion of the instrument.